Manufacturer narrative:
H10: the actual device was discarded; however, two (2) retained samples were evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak, and air passage testing were performed; no disconnections or leaks were identified, and no blockages were found. Traction testing was performed and both samples met specifications. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer activated valve flo-guard solution adminstration set leaked. The device leaked normal saline from the end of the tube even though there was a cap. This occurred during setup. There was no patient involvement. No additional information is available.